Event description:
A user facility reported that the high flow insufflation unit second digit on the volume display is faulty. The event occurred during an unknown procedure. During a standard service inspection of the customer returned device, faulty printed circuit board was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was confirmed. In addition, a faulty front panel printed circuit board was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. The second digit of the set pressure display (7-segment display) showed abnormal results and it was determined to have been caused by a front panel patient circuit board (pcb) failure. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.